Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 444 mg/dl. The patient treated via manual insulin injection. Troubleshooting was initiated and the drive support cap appeared normal. The insulin pump settings were programmed accurately as well. The device passed the displacement test and high pressure test. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. The insulin pump was not returned for analysis.